Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the reason for call was to report that about 6-7 months ago, the ins moved in the pocket and no longer flush like it was in the beginning. They said it is not in the pocket anymore, is painful, red and patient has to move it in order to recharge and it is difficult trying to recharge implant. They said that for the last two months they have felt a popping sensation in this area. They said they have been working with the np at hcp's office during this time and was told that they don't believe that there is an infection. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Patient to call hcp office and request to see surgeon and ask if they will order imaging of ins pocket site. The patient asked about unreimbursed medical, reviewed information. Email was sent to patient relations.